Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in california reported via a fisher & paykel healthcare (f&p) field representative, that the rd900aeu neopuff infant resuscitator was not holding pressure and a leak sound can be heard internally. There was no reported patient consequence.